Manufacturer narrative:
This case was initially received via regulatory authority (food and administration, reference number: mw5094586) on 10-jun-2020. The most recent information was received on 06-jul-2020. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ('severe pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), menorrhagia ("heavy periods"), feeling abnormal ("brain fog"), fatigue ("fatigue") and pain ("pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, feeling abnormal, fatigue and pain outcome was unknown. The reporter provided no causality assessment for fatigue, feeling abnormal, menorrhagia, pain, pelvic pain and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: : quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and administration, reference number: mw5094586) on 10-jun-2020. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ('severe pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), menorrhagia ("heavy periods"), feeling abnormal ("brain fog"), fatigue ("fatigue") and pain ("pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, feeling abnormal, fatigue and pain outcome was unknown. The reporter provided no causality assessment for fatigue, feeling abnormal, menorrhagia, pain, pelvic pain and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.